Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
It was reported that during a da vinci-assisted surgical procedure, one of the hand instrument wires snapped inside the patient. The instrument was immediately retrieved with broken wire piece during the same procedure. The procedure was completed with no reported injury. On 01-10-2021, intuitive surgical, inc. (Isi) received (B)(4) stating: "while using the da vinci robot during surgery, one of the hand instrument wire snapped while in the patient. Instrument was immediately removed with wire piece." Intuitive surgical, inc. (Isi) followed up with the customer and obtained additional information on 04-oct-2021. The instrument was reportedly inspected prior to use and no issues were identified. The instrument was in use for an unknown amount of time, and no issues with the functionality were noted. There were no known collisions during the procedure. It was confirmed that the instrument fragment was retrieved successfully during the same procedure, there were no post-operative tests to look for additional fragments, and the patient has not returned to the hospital due to any post-surgical complications related to retaining a foreign object. There was no mishandling/misuse of the instrument and the procedure was completed without any injury. Also, the patient related information will not be provided per their rules.

Manufacturer narrative:
Isi has requested that the prograsp forceps instrument be returned for evaluation, but the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log was performed. Per the review, the device was used on the reported event date of 02-sep-2021 on system (B)(4). The prograsp forceps had 4 uses remaining after the last use. A review of the site's complaint history identified no other complaints related to the instrument and/or this event. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: all fragments were retrieved during the same procedure and no additional surgical intervention was required. However, unintended fragments falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. Blank MDR fields: follow-up was attempted, but patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.